Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown, additional information will be provided if available.

Event description:
It was reported the gastrointestinal videoscope had an issue where, once it was connected, the image jumped and was cut vertically. The issue was found during set up, before the patient in room. There were no reports of patient involvement.